Event description:
Safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: latex allergy, severe pain and suffering, medical care and treatment expenses, loss of wages and earning capacity, mental strain, emotional stress, and loss of enjoyment.